Event description:
It was reported that suddenly three weeks ago, for no specific reason, the pt was no longer able to hear. The situation remained the same even after changing out all the external equipment. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.